Event description:
It was reported that pump displayed continuous glucose monitor error code 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, confirmed that error did not recur after reset, and successfully started new sensor session.